Event description:
It was reported that the anesthesia system generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of this complaint has been completed. A field service engineer (fse) was on-site to investigate the issue. The investigation determined that the inspiratory gas pressure transducers pcb was faulty and required replacement. However, the customer did not approve the service order; therefore, the necessary repairs were not performed, and the anesthesia system remains non-operational. An evaluation of the received device logs confirmed the reported issue. The system checkout did not pass prior to the reported event, with only unsuccessful system checkouts recorded in the logs. Additionally, multiple tests failed as a consequence of the pressure transducer malfunction. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the inspiratory gas pressure transducers pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero-pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Based on the fse¿s investigation and an evaluation of the device logs, our conclusion is that the reported failure is attributed to the inspiratory pressure transducers pcb. Since no repair was conducted, the root cause of the reported issue could not be determined.